Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels due to a potential overbolus. Customer also reported blood glucose levels of 370mg/dl. Customer treated with glucose tablets. Customer blood glucose level at the time 290mg/dl. Troubleshooting occured. No additional information was provided.